Event description:
Procedure: pnuemonectomy. Reportedly, when the surgeon used the stapler "it didn't feel right." The surgeon saw half staples had formed and didn't close down properly on the tissue. It was reported that when cdh was used a leak was found and the procedure had to be converted.

Manufacturer narrative:
Quality assurance only received the opened endo gia roticulator 45-3.5 single use loading unit blister packages and tyvek lids. There were no abnormalities observed to either of the blisters or tyvek lids and a review of quality inspection results did not reveal any non-conformities observed during testing. Without the sample, a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation.